Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, it was noted that one of the top cover wire stand was cut. During archive date review, no critical issue was found. Customer reported complaint of error message ua 07 (between load 1 and load 2 too large) was not confirmed on the date of the event. The autopulse passed functional testing with no fault or errors. In addition, a run-in test was performed using 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The load cell characterization test confirmed both load cell modules are functioning within the specification. In summary, the reported customer complaint was not confirmed during archive data review and functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The root cause of the complaint could not be determined. The autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4) would not function and was displaying "ua07 (discrepancy between load 1 and load 2 too large)" error message. There was no patient involvement reported.